Event description:
It was reported to philips that the geo pc was not turning on. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the geo ipc does not boot. The review of the log files showed geo-pc malfunction. Upon checking the system, fse instructed the customer, and a monitor has been connected to geo ipc and it has been found that the computer is not booting. Fse attempted repositioning the geo ipc cables and reinstall the computer using alt + f was unsuccessful because the computer did not appear in the download board software list and checked internal connections where geo ipc boots the bios, but after that it does not boot the os + app. To resolve the issue, fse cleaned the board and reinstalled geometry software. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.